Event description:
An unspecified issue was reported with the abbott diabetes care (adc) device in use with a samsung galaxy s21 phone with an android operating system version 14. The customer was unable to access their freestyle librelink account due to changing their phone and applied the sensor which had no alarms. As a result, the customer was unable to monitor glucose with sensor readings and experienced hypoglycemia and a loss of consciousness, requiring treatment of water with sugar by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer experienced signal loss/missing high/low glucose alarms with freestyle librelink application. Per the compatibility guide, use of the samsung galaxy s21, android 14, 2.11.2.11107 is incompatible with the freestyle librelink application. This guide is available to the user on the websites where the product is launched. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.